Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused 3 strokes and a dry, deep cough. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 30, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, caused 3 strokes and a dry, deep cough that are related to CPAP device's sound abatement foam. Medical intervention was performed, and the reviewer has assessed that it is related to the observed issues the device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection, the manufacturer observed that an unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, and black contamination (dust-like), in the iso port (international organization of standardization). Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Light black dust-like contamination the bottom of the blower box and the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.and unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.